Manufacturer narrative:
Discrepant negative results in rh typing for a cord blood sample. The camera misread event reported by the customer could not be confirmed. The root cause of the discrepancy could not be determined, although it could not be excluded to be sample related, the patient's antigen expression being weak and/or at the detection limit of the reagent and test method used. No general product failure was identified. No biased results were reported. There was no harm to any patient.

Event description:
Customer reported the vision read an rh type for a cord blood as negative and it should have questioned it. Customer stated that the rh micro-well was very weakly positive when the card was manually reviewed. Customer then tested the cord blood sample in tube and it results were a weak d. No reports of other discrepancies with any other patients.